Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was unable to connect to glucose sensor simulator, problem isolated to the electronic board. Unable to verify low suspend due to no radio frequency communication. The insulin pump received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The health care provider reported via phone call that the insulin pump would not go into threshold suspend when the customer has a low blood glucose. Blood glucose of customer is unknown. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.